Event description:
Intracoronary stent placement was attempted without success. Upon removal of the stent delivery system, the stent was no longer attached to the balloon. The sheath had never been retracted. The stent could not be located under fluoroscopy necessitating retrieval at the time of the emergent CABG. However, the setn could not be located.